Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges the plaster/adhesive peels off and the cannula pulls out of the skin. Caller reported the issue occurred twice with cannulas belonging to the same lot. No adverse event reported. Requested return of the alleged device for evaluation.